Event description:
It was reported to philips that the system did not start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated the complaint. A philips remote service engineer (rse) analyzed the system remotely and identified a tripped fuse. Analysis of log files revealed issues with the cooling unit of the detector, which was identified as the probable cause of the fuse tripping. A philips field service engineer (fse) examined the system on-site and replaced the detector cooling unit. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.